Event description:
It was reported that during a starr procedure, the device only cut but did not suture. The anastomosis was manually performed. No adverse pt consequences so far reported.

Manufacturer narrative:
Info anticipated, but unavailable at this time.